Manufacturer narrative:
The authorized service provider (asp) visited the customer's site, confirmed that the device had an audio fault, performed a self-test, and the equipment was restored to full functionality. The device was returned to use, and no further evaluation is warranted at this time.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had audio fault. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.